Event description:
Customer reported a lab result of 26 mg/dl, inform system result of 98 mg/dl within 10 minutes. Customer reported the pt was treated based upon lab result. No adverse event reported. A request was made for the return of the system, replacement was sent,